Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased and died approximately ten and a half years post implant of the lead. Information for the cause of death and circumstances was requested but not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.